Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was dispatched to evaluate the iabp and determined that the blood back event was caused by a balloon rupture. The fse replaced all contaminated parts, safety disk assembly, crm assembly, and blood tubing, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site address was shortened due to field character limit; the full name is (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back event. Swapped out the balloon and pump to continue therapy.